Manufacturer narrative:
H.6. Investigation summary no physical samples were received; the investigation was performed based on the photo provided. Visual examination of the returned photo was carried out and it was observed that the cannula was stuck in the septum of the pen. This is the 1st complaint for lot number 9291337. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for lot 9291337. Based on the photo and the fact no physical sample was returned for investigation this cannot be confirmed to be manufacturing related. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the back end of needle remained inside device and full dose not received, hyperglycemia occurred with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter: when the rn tried to administer 30 units of insulin to the patient she could only depress the plunger on the pen to 24 units and then it stopped. When she unscrewed the autoshield duo, the back end of the autoshield duo needle remained inside the rubber top of the pen device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the back end of needle remained inside device and full dose not received, hyperglycemia occurred with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter: when the rn tried to administer 30 units of insulin to the patient she could only depress the plunger on the pen to 24 units and then it stopped. When she unscrewed the autoshield duo, the back end of the autoshield duo needle remained inside the rubber top of the pen device.